Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to an elevated blood glucose level (approximately 600 mg/dl). Customer was treated with insulin and was monitored. The customer was released on (B)(6) 2019 with no permanent damage. Reportedly, the customer alleged that the insulin gauge was inaccurate and that an occlusion alarm occurred. Customer declined to further troubleshoot with tandem technical support. Reportedly, the customer reverted to an alternate method for insulin therapy.